Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including but not limited to extreme pain, pain with sexual intercourse, urinary problems, and other injuries.